Event description:
It was reported that pump quick bolus and wake button did not function as expected, requiring multiple presses and causing extreme difficulty turning on pump screen since pump was received. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to press button correctly while pump was unplugged, using fingertip on center of button with support on bottom of pump, and after repeating this process, customer confirmed button functioned as intended and no further action was requested.